Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient reported experienced difficulty flushing the j tube and abdominal pain. On (B)(6) 2024, the pump beeped high pressure and the j tube was not permeable. The patient was taking oral treatment. On (B)(6) 2024, it was reported that the probes were replaced in endoscopy and a bezoar was found to be obstructing the j tube.

Manufacturer narrative:
Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. H6 code of e2402 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.